Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination of the stent found that the entire length of the stent damaged and moved distally on the balloon. The stent od (outer diameter) measured at time of manufacture was 0.0484inches, this is within maximum crimped stent profile measurement. The balloon was reviewed, the balloon cones appear relaxed as if pressure had been applied, and there are crimp markings evident on the exposed balloon wall. Clear hardened substance visible inside balloon. A visual and microscopic examination of the bumper tip found no evidence of tip damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on analysis completed on october 01, 2019. It was reported that failure to deploy a stent occurred. The 75% stenosed target lesion was located in the moderately calcified ostium. A 20 x 4.00 promus premier select stent was advanced, but the stent would not release from the balloon. The stent remained on the balloon. The procedure was completed with another of the same device. No patient complications were reported in relation to this event. However device analysis revealed stent damage.